Event description:
Surgeon was using a 5mm port on a laparoscopic cholecystectomy. He tried to insert a suction irrigator through the port and the tip of the suction irrigator got stuck in the port. He was unable to advance the suction irrigator through the port. The port and the suction irrigator had to be removed and a new port and new irrigator were inserted.what was the original intended procedure?laparoscopic cholecystectomy.